Event description:
It was reported prior to using a bd preset¿ syringe, foreign matter was found on the cannula. The device was not used. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: "material #: 364415 lot/batch #: 3251818 . Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The cannula has epoxy drip over the needle tip. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."